Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lipids leaked into the total parenteral nutrition (tpn) bags during use of an em2400 valve set. This issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: november 10, 2021 - november 11, 2021. B5: it was further reported that lipids were scheduled on ports 1 and 2. H10: the actual device was not available; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on two (2) random samples and no leakage was observed; accuracy tests were within specifications. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.